Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer connected the pump to a power source at 80%. The pump was charged for 10 minutes and after disconnecting the pump from the power source the customer stated the pump would not turn on. The pump was reconnected to a power source but still would not turn on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.